Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump 'still flips' and now didn't work at all, and had created horrible scars. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The date of the event was approximately (B)(6) 2018. It was reported that this month the pump did not dispense any drugs, and no one knew and the ¿implication are huge¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-dec-07. It was reported that the patient's device had "inconsistent dispensing" and stopped working altogether, but "all reports said it worked." She had "serious drug withdrawal, associated symptoms." She had to see several doctors and had "serious quality of life issues" and "no meds for months not until the apparent fill date." The doctor "realized no meds were used even though the machine said it dispensed." She was "very ill." The patient stated no surgeons would touch it, and she was still waiting on surgery (note that the pump was explanted on (B)(6) 2018 as previously reported). The patient had a hard time getting oral meds since she had the pump that was "full of meds." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the consumer via a company representative who reported that the patient stated that since (B)(6) 2018 the pump has appeared to be flipping and that for approximately 3-4 refills there has been a volume discrepancy. The patient also stated that she had a hernia repair that was a ¿cause of the pump¿. The environmental, external or patient factors that may have led or contributed to the issue was noted as it was possible the pump was not anchored properly. The pump was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.